Event description:
It was reported allegedly that a patient was using the device with the target temperature set to 35c. The machine then began alarming at a patient temperature of 34c. The patient started to myoclonic jerking (not seizing) and was given sedatives. The patient subsequently was unable to reach the target temperature of 35c. The caregivers then switched out the device for an alternate device.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported allegedly that a patient was using the device with the target temperature set to 35c. The machine then began alarming at a patient temperature of 34c. The patient started to myoclonic jerking (not seizing) and was given sedatives. The patient subsequently was unable to reach the target temperature of 35c. The caregivers then switched out the device for an alternate device.

Manufacturer narrative:
It was reported that the patient later expired. The user facility reported that the death was not associated with the altrix device. The user facility could not identify which altrix device was used during this incident. The data was pulled from all of the altrix devices at the user facility and reviewed. No defect was identified with any of the user facilities altrix devices. The devices met specification at the time of evaluation.

Event description:
It was reported allegedly that a patient was using the device with the target temperature set to 35c. The machine then began alarming at a patient temperature of 34c. The patient started to myoclonic jerking (not seizing) and was given sedatives. The patient subsequently was unable to reach the target temperature of 35c. The caregivers then switched out the device for an alternate device.